Manufacturer narrative:
Health care professionals were unable to return the blood because the system was detecting the occlusions (performing as designed). This is a patient management issue.

Event description:
This case reported by a health care professional, concerns a male patient with a history of chronic gvhd. In 2006, during the second cycle of an extracorporeal photopheresis (ecp) treatment, an occlusion alarm was triggered and the operator noted clots and lipid particulates at the top of the bowl (size xt 125 cc) as well as in the plasma return bag. No blood was ejected from the centrifuge. Blood was unable to be returned to the patient and the estimated blood loss was approximately 245 ml. The patient did not complain of dizziness and was subsequently sent home. The treatment schedule for this patient was 2 days of treatment every week and was the patient's 24th treatment. Follow up indicated that the patient received a blood transfusion following the treatment. This transfusion was pre-planned to occur three days after the above procedure, but based on this incident and the inability to transfuse over the weekend, the site decided to administer the transfusion immediately. The 245 ml blood loss was comprised of plasma, buffy coat, red blood cells, and saline. The proportion of red blood cells was unable to be estimated.